Event description:
Low bias advia centaur cp folate results were observed by the customer with controls and patients when switching to reagent lot# 211 from lot# 210. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant folate results.

Manufacturer narrative:
The cause for the discordant folate results is unknown. Siemens healthcare diagnostics is investigating the cause of the discordant results.

Manufacturer narrative:
(B)(4). The customer switched to reagent lot# 212 and the lot to lot correlations did not show a bias with reagent lot # 210. Siemens performed an investigation for reagent lot# 211 and the internal quality control release data did not show an issue.